Event description:
Sv300 generated smoke during operation. 1. The power pcb at the lower part of 300 ventilator generated smoke. 2. The machine failed to start up. 3. The machine generated smoke while it was operated and introduced to a pt.